Manufacturer narrative:
The customer confirmed that the suspect device will not be returned further evaluation. Therefore, root cause was not determined. However, the customer has requested a turbine characteristic file and has stated that they will program it themselves. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device will not be returned.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.